Manufacturer narrative:
This report is to follow up with mw5034526 investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Based off the description of the event, the event was most likely the result of the spring and shield of the obturator dislodging from the base. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All obturators are checked 100% for functionality during production. The dislodgment of the spring may occur if the obturator is not inserted or removed from the seal and the cannula axially, removed from the spacer using torque against the spring, or if dropped from a few feet. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of incident to reoccur. This lot was built prior to the implementation of these enhancements. This document represents our final report.

Manufacturer narrative:
(B)(6) 2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with (B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic assisted laparoscopic hysterectomy: "volum (B)(6)-2014: dr (B)(6) inserted trocar into pt and was not able to retrieve bladed obturator when he took the trocar out it was noticed that the plastic shielding the spring of the blade had broken off and was lodged inside the trocar. All pieces of the trochar were removed, accounted for, and no injury to the pt was noted."patient status: no injury.